Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. [(B)(4)].

Event description:
Literature article entitled, ¿cemented versus uncemented hemiarthroplasty for displaced femoral neck fractures¿ by wender figved md, et al, published by clinical orthopaedic related research (2009), vol. 467, pp. 2426-2435, was reviewed. The purpose of this article is to compare the results of cemented versus uncemented hemiarthroplasties implanted into the frail elderly after a displaced femoral neck fracture. This complaint will capture the initial study results as well as the results of the 5 year follow up. Implanted depuy products: all patient received a depuy bipolar head (mobile bipolar head and cocr modular head). The cemented group was implanted with a competitor stem secured with competitor cement. The cementless group was implanted with a corail femoral stem. (B)(6) yo female implanted with hemiarthroplasty comprised of a corail stem and depuy bipolar head (mobile bipolar head and cocr modular head). Intraprosthetic dislocation treated with open reduction and exchange of a standard to a +12- mm modular head; subsequent periprosthetic femoral fracture treated with revision cemented hemiarthroplasty and cerclage wires.